Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was implanted on (B)(6) 2016 and had an accident on (B)(6) 2016. The patient had not had their post-surgical follow-up appointment yet and was directed to call to schedule and check with their nurse regarding options to switch programs. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that since their last check in with the manufacturer, they had not seen their physician. The step taken to resolve the patient having accidents and incontinence was that they had been increasing the intensity of their implant. The patient was now up to 6.0v and this seemed to be helping.

Event description:
Additional information received from the patient reported that he had set up a follow-up appointment with his doctor for (B)(6) 2016. He had had several accidents since implant and was advised to increase the power. He planned to continue to do so to see if there was improvement. If there was no improvement, the patient planned to discuss a program change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.